Manufacturer narrative:
This report is submitted on february 27, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of electrode into the ear canal (specific date not reported). Subsequently, the patient underwent a repositioning surgery in order to re-insert the electrode (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.